Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient had been sleeping and passing out the day before, (B)(6) after court. They also stated that their device was not working, and they were not aware that they had to charge the device, but once it was charged, it was working again, but the patient stated that the stimulation had increased a lot. They also stated that they got scared to move the stimulation numbers because they felt that it was high, but it was comfortable stimulation. The next day the patient stated that they were still ¿passing out¿ over the last couple days and were not sure why it was happening. They also noted that they had not been tracking their symptoms because they were not ¿all with it,¿ but they noticed that their symptoms were improving. No further patient complications are anticipated or expected as a result of this event.